Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: there was no visible damage to the keypad cover. The contrast keypad button was unresponsive. The ok, up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.